Event description:
Technician stated that the account is alleging that a siderail latch failed and the siderail lowered on its own. No injuries reported at this time. He is with a third party repair company. Customer was unable to duplicate the failure.